Manufacturer narrative:
Investigation summary: visual inspection revealed that the seal and tension spring assembly were returned separate from the deployment tube. The seal was intact. The white collar was not present, the plunger had been depressed. The device was bloody. Based upon the rec'd condition of the device, the reported complaint "seal did not come out during use" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the seal did not come out during use. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.